Event description:
It was reported that this right ventricular (rv) lead exhibited gradual rise of capture threshold and pace impedance greater than 1500 ohms that remained within normal limits. Ts was consulted and discussed gradual rises are typically associated with lead tissue interface or calcification. This lead remains in service. No adverse patient effects were reported. Additional information was received, this lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.